Event description:
It was reported that the pt was implanted in bogota, columbia. She now lives in madrid, spain. She came in the office of med-el spain as she was no longer able to hear anything. She said that she heard three sounds, similar to whistling and then had an intense metallic taste, then was no longer able to hear. The external parts of the ci system (cis pro+) were working perfectly. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.